Event description:
Patient underwent a lasik procedure on (B)(6) 2012. The doctor had reported that the patient was presented at one day post-op with fiber found under the flap which he suspected to be from the patient interface (pi). The patient was brought back to the laser suite on (B)(6) 2012 for a lift and rinse and the fiber was removed. The doctor later documented that the fiber under the flap was from an unknown origin. The patient was treated with topical steroids and had no loss of vision. The patient issue is resolved with no sign of infection/inflammation.

Manufacturer narrative:
Note: all pertinent information available to amo at the time of this report has been submitted.